Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 200cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side post-operational. The deflation was confirmed with an ultrasound. As a result, the patient underwent device removal and replacement with a 200cc saline mentor smooth round moderate profile breast implant, catalog number 3501625, serial number (B)(4) on (B)(6) 2019.

Manufacturer narrative:
On april 28, 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the anterior view, measuring 7.1 cm. Additionally on anterior view an area of missing material was noted, measuring 1.3 cm x 2.4 cm. Microscopic examination was performed to the tear and the cause of the deflation could not be identified. Meanwhile, from the missing material it revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of our quality process, the manufacturing records of this 6598299 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).